Event description:
In 2006 the lay user/patient contacted lifescan alleging that the one touch ultra was displaying an erro 4 message. The medical affairs specialist (mas) spoke with the patient four days later to obtain/verify information but the patient was unable to respond to all the questions. The mas attempted to contact the patient again in may 2006 but the patient was not home. The mas sent a letter in may 2006 since the patient cannot be reached by telephone. The patient has had his meter for a couple of months and was able to obtain meter readings in the past. Fifteen days earlier the patient attempted to test on his meter but kept on repeatedly getting the error 4 messages while having "high" blood sugar symptoms of ligh-headedness, tingling, and feeling bad. It is unknown what the patient was doing before he developed the symptoms. At an unspecified date/time, the patient was taken to the hospital and had his blood glucose tested on an unknown device, which read "319 mg/dl". The patient did not receive any medical intervention but he was advised to drink lots of water and to take walks. Prior to receiving medical attention, the patient took lantus insulin (unspecified dose) the night prior to the incident but did not take any insulin after obtaining the error 4 messages. It would be helpful to know if the patient was following his insulin regimen or if he made any changes prior to the incident. The customer care advocate (cca) verified the following: the meter was not out of the box, the test strips were in good condition, and the room temperature was within range. The cca walked the patient through troubleshooting; however, the error 4 issue was not resolved. The meter was replaced.